Event description:
Additional information provided by the reporting surgeon states that, when the intraocular lens was placed in the bag, a haptic caught the edge of the capsule and it tore. A vitrectomy was performed and another lens was used. The pt is doing fine.

Event description:
A user facility reported that an intraocular lens (iol) was inserted then removed due to a torn capsular bag. The association between this event and the iol is not known, but the facility stated the lens was not defective. Additional info has been requested.